Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed.  If the device is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device powers off while reading. There was no patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that the device powers off while reading. There was no patient impact or consequence reported.